Event description:
The pt reported the menu button of the infusion device does not work. The pt noticed the issue during initial st-up of the device and stated the button must be pressed in a specific position to make it work. No physiological effects were reported. The pt did not require treatment from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
The incident returned outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.